Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that when the nkv-330 was placed on the patient, it was delivering low tidal volumes, the waveforms were abnormal, and displayed a technical fault 00011 alarm message. There was no patient harm as it was caught immediately. The patient was placed on another nkv-330 ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.